Event description:
Reporter indicated the patient's infection was related to the implant surgery on (B)(6) 2006 and that the patient was likely colonized with (B)(6) prior to the time of implant surgery. The patient had multiple revisions to address the infection over several months, but recovered.

Event description:
Reporter indicated patient's ncp system was explanted due to infection in 2006. Patient was reimplanted after 24 days with a new ncp system. Further attempts to gain additional information have been unsuccessful. A review of the manufacturing records for both the pulse generator and lead confirmed sterilization of devices prior to distribution.

Manufacturer narrative:
H.6. Vns therapy system labeling lists infection as a potential adverse event, possibly related to surgery.